Event description:
It was reported that in nephrology when removing the swg from the catheter after it was inserted, the swg unraveled. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.